Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Microscopic inspection noted setscrew marks on the terminal pin and ring. Tissue entwinted the helix but the helix was within specification. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported observation of the dislodgement but it did confirm the observation of tissue in the helix.

Event description:
--

Manufacturer narrative:
The lead has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
--

Event description:
Boston scientific crm received information that this active fixation right ventricular (rv) pacing lead dislodged two weeks after the initial implant procedure. The physician attempted to reposition the lead, but it would not remain in place. The lead was extracted and visual inspection revealed tissue was imbedded in the tip. The physician elected to replace the lead. The lead will be returned. No adverse patient effects have been reported.